Manufacturer narrative:
Correction: it was incorrectly reported that the patient (pt) went to another eye care professional (ecp) in the (B)(6) 2015 initial report date. The correct information provided by the pt on (B)(6) 2015 phone call is, the pt is waiting for an eye exam at an eye clinic. The pt advised in the phone call that his/her "eye is getting better, redness recovered, acuity recovered. The pt advised that his/her "eye is still swollen and advised that this was related to the pt's high eye's pressure."

Manufacturer narrative:
On 2015-05-26 additional clinical information was obtained from our affiliate. The patient (pt.) Was seen at an eye clinic for an eye exam on (B)(6) 2015. The pt advised that he/she ¿got inflammation of eyes (severely red eyes with discharges) when he/she was wearing 1-day acuvue trueye about 5 weeks ago.¿ the pt presented without wearing contact lenses for general eye examination. The eye care professional (ecp) reports that the pt advised that the wear schedule was ¿about 3 days per week; 8 hours per day.¿ the pt advised that in early (B)(6) 2015, he/she found that his/her eyes turned red severely, with mild discharges and discomfort in the afternoon, when he/she was wearing trueye which were inserted as usual in the morning. The vision remained clear and normal. Then the pt consulted medical doctor and was prescribed dextracin (dexamethasone & neomycin) for 3 days, tid. The pt stopped contact lens wear for 3 weeks. About 2 weeks ago the pt tried to resume contact lens wear with the same lenses (acuvue trueye). Unfortunately, the pt got the similar but slightly less symptoms after he/she wore the lenses. So, he/she consulted the medical doctor again and was then prescribed allercrom (cromlyn sodium) for 1 week. The exam shows: visual acuities od: -6.00/-1.00 x 006 (0.8-); rx and va od: -6.25/-1.00 x 010 (1.0+); slitlamp exam: mild (about grade 2) limbal and palbebral/bulbar conjunctival redness were noted in both eyes. Minimal (grade 1) inferior corneal staining were also noted in both eyes; internal ocular health: unremarkable in both eyes; conclusions: ¿there were no clinically significant anterior ocular conditions when the patient was presented to my consultation.¿ as the pt¿s ocular signs (mild ocular redness and mild corneal stainings) have not yet been fully resolved, it was suggested the pt to keep ceasing contact lens wear until all signs/symptoms are fully subsided and to consult the eye care practitioner before resuming contact wear. On (B)(6) 2015 the lot # was provided by the affiliate as 5239690106. The lot history review was completed on 2015-06-15. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5239690106 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On 2015-(B)(6) our affiliate in hong kong received a call from a patient (pt.) Who advised that he/she experienced redness and blurriness after wearing a new pair of 1-day acuvue trueye (nara a) contact lenses (cl) for four hours "around 2015-(B)(6)". The pt advised that he/she continued to wear the lenses for another six hours despite the symptoms. The pt stated that he/she went to the ecp the following day and was advised that he/she had bacterial infection ou. This report is for the pt's os, the od will be submitted under separate report. The pt advised that he/she was prescribed an eye drop for one week "until the pt's eyes got better." The pt did not supply the lot #, wear, or replacement schedule. The pt refused to supply the eye care professional's (ecp) information due to "his/her own privacy concerns". The pt advised that on 2015-05-04 he/she "tried to insert a new pair of lenses, and same redness and blurriness happened again after four hours of wear." On 2015-(B)(6) the pt sent an e-mail to our hong kong affiliate and supplied the name of the eye drop used, "dextracin (dexamethasone sodium phosphate with neomycin sulfate)." On 2015-(B)(6) a call was placed to the pt and the following additional information was obtained: the pt advised that he/she went to another ecp and stated that his/her "eye is getting better, redness recovered, acuity recovered. The pt advised that his/her "eye is still swollen and advised that this was related to the pt's high eye's pressure." Several unsuccessful attempts have been made to obtain the lot # and product return for evaluation. The product has not yet been received. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Infection, bacterial, blurred vision, red eye(s), swelling, contact lens, not applicable, no testing methods performed, no testing methods available since no evaluation performed, unable to confirm complaint; device not returned.